Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for the procedure was an approximately 5sm stricture in the duodenum due to a malignancy. The patient anatomy was reported to be tortuous. During the procedure, the physician began to deploy the stent; however the delivery system handle was reported to have bent and broke. The stent was unable to be fully deployed or reconstrained and was removed from the patient partially deployed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿okay.¿

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of stent partially deployed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.